Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable gluc3 glucose hk gen.3, tp2 total protein gen.2, altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation, and astl aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation results for 1 patient sample on a cobas 8000 c 702 module. Of the data provided, there were discrepant gluc3, altl, astl results. The initial gluc3 result was 10.76 and the repeat result was 5.15. The initial altl result was 114.1 and the repeat result was 12.6. The initial astl result was 141.7 and the repeat result was 24.8. No units of measure were provided. There was no allegation of an adverse event. There were erroneous results reported outside of the laboratory. The gluc3, altl, and astl reagent lot number and expiration were not provided. The field service engineer (fse) found a gap in a tube connected to the vacuum tank. The fse replaced the tube. There were no additional issues after the service visit. The investigation determined the issue was resolved by the service visit. After the service visit the precision was within specification.